Manufacturer narrative:
Concomitant medical products: product ID 7489, serial# unknown, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient developed oozing at the extension site after the device was placed but it was unknown when the replacement or oozing took place. The device that was implanted was a replacement device but it was unknown what had happened to the previous device. The patient was scheduled for a revision on (B)(6) 2014. Additional information received reported that the oozing had nothing to do with the manufacturer¿s product. The physician cleaned up the site of interest and the manufacturer¿s representative (rep) checked impedances to make sure the physician did not hit the extension while the physician cleaned up the site. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The company representative confirmed a month later that the oozing had nothing to do with the patient's spinal cord stimulation (scs) device. The physician wanted someone there to check the impedances after he removed a growth on the patient's skin near the spine. This was a regrowth of something the patient had removed once before. The impedances were checked after he used cautery and everything was fine.